Event description:
Boston scientific (bsc) crm received information when a health care provider (hcp) called technical services (ts) inquiring about a patients stored electrograms regarding a v-paced followed by a v-sensed marker in refractory. Ts reviewed the electrograms and suspects loss of ventricular capture, but does not suspect this was due to t-wave oversensing. Furthermore, a-paced, v-sensed interval is close to the patient's intrinsic p-r interval. All lead and threshold measurements were normal and the pacemaker output was programmed under 2:1 margin. No positional changes were reported at this time. Three weeks later a bsc sales representative called ts with a follow up to the previous call stating he was able to duplicate the problem by the patient having fusion beats. He confirmed no loss of capture with normal threshold measurements and no adverse patient effects.

Manufacturer narrative:
Ts suggested programming the device to higher outputs to obtain a greater than 2:1 margin to see if the loss of capture issue resolves. Further information from the bsc sales representative states he will follow up with the patient again in three months. If further information becomes available to our company, the event will be reopened and updated as necessary. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was subject to a longevity calculation and passed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the reported clinical observations.